Event description:
Event description guidant received information that this pacemaker, upon interrogation, the gas gauge is displaying 1 year of longevity remaining. The battery has been implanted for 1 1/2 years. The technical services consultant did a longevity calculation from the parameters provided, which came out to be 9.5 years.